Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.